Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation, however one unused sample was received as the actual sample. Therefore, the investigation was based upon the evaluation of the user facility information, and the returned unused actual sample. A visual inspection revealed no anomaly or defects. The actual sample was verified under high magnification. The safety sheath was properly attached on the assembled needle and the collar was fully seated on the hub. No anomaly or defects were found that could affect product function. The actual sample together with retention samples were further evaluated through sensory inspection. The safety needle was attached into a syringe. The sheath lugs were firmly attached to the collar ears. The sheath was moved to 135 degree position and pointed the needle downward. The sheath remained in the applied position. No movement on the sheath was observed. Dimensions of the sheath tooth was performed on the actual sample. The tooth length, tooth base thickness and tooth tip thickness met manufacturer specifications. Furthermore, sheath activation and deactivation tests confirmed to meet manufacturer specifications and having comparable results with the level test data. The molded parts undergone visual and dimensional inspection during molding process. Related testing was conducted during incoming inspection prior supply to assembly area to verify quality of molded parts. Molded parts undergone visual and dimensional inspection during molding process. Related testing such as sheath tooth dimension was conducted during incoming inspection prior supply to assembly area to verify quality of molded parts. The tooth holds the cannula when activated. Sheath tooth dimension are also validated to meet manufacturer specifications. During manual assembly, we have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled needle. Moreover, from the monitoring conducted, records showed passed results. A test was conducted to reproduce the defect: the actual sample was manually activated as per instructions for use (IFU), by pressing down with firm and quick motion. Audible sound (click) was heard and the needle was completely engage under the tooth. Successful activation was achieved without any breakage or damage on the sheath, as well as detachment of the sheath. The exact failure was not able to be reproduced. Lot history files revealed no troubles or deviation encountered during molding and assembly of this lot. No non-conformities were noted on production and qc outgoing inspection of the current production lots. Thus, the lot was shipped in good quality. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample with retention samples revealed no related defects that could contribute to the complaint. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU) indicated on the unit box. Proper instruction for usage of the sg2 needle was fully addressed in the instruction for use (IFU) indicated on our unit box. Therefore, we recommend (1) activating the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 450. (2) also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a needle stick incurred. Follow up communication with the user facility reported the following: one of the nurses incurred a needle stick; after administering glute injection with the sg2-2038 safety needle; as specified for use with medication (vivitrol) rx; the nurse stated "the safety lock did not contain the needle"; the nurse was sent for blood testing; no hospitalization required; the nurse returned to work with no further issue; and no impact to the patient.